Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. The customer reported to siemens that the initial sample was tested using a nesting cup. Nesting cups are not validated for use on the advia centaur xp system. The customer reports that (B)(6) quality control(qc) results on the day of the testing were acceptable and the (B)(6) qc results are very stable. The sample is not available for further testing. The issue appears to be with the sample used in the nesting cup since repeat testing of the sample from the primary tube resulted (B)(6). The interpretation of results section of the instructions for use (IFU) states: "for diagnostic purposes and to differentiate between (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6).

Manufacturer narrative:
MDR 1219913-2014-00172 was filed on 06/18/2014 for an advia centaur xp (B)(6) result that confirmed (B)(6) with the advia centaur xp (B)(4) confirmatory (conf) assay. The (B)(6) results did not match the clinical picture of the assay. A second sample from the patient was tested with the advia centaur xp (B)(4) assay and the result was negative. October 8, 2014 additional information. The advia centaur (B)(4) confirmatory kit lot used by the customer at the time of the event is (B)(4).

Event description:
Customer observed a (B)(6) advia centaur xp (B)(6) result for a patient sample that confirmed (B)(6) with the advia centaur xp (B)(6) conf assay. The (B)(6) results did not match the clinical picture of the assay. A second sample from the patient was tested with the advia centaur xp (B)(6) and the result was (B)(6). There are no reports that treatment was altered or prescribed based on the (B)(6) result. There are no reports of adverse health consequences based on the (B)(6) advia centaur xp (B)(6) result.